Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation determined that the reported resistance and balloon rupture appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a lesion in the superficial femoral artery (sfa). The 6.0x100mm otw armada 18 balloon catheter was advanced to the lesion with resistance met at a previously implanted stent. During first inflation, the balloon ruptured at 6 atmospheres (atm) due to interactions with the stent struts. The balloon catheter was removed with no issue and replaced with a new balloon catheter to complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.